Event description:
As reported, approximately 5 years post op initial right tka, this male patient was revised due to severe osteolysis noted on x-rays. Femoral components were loose once dissection was completed. All components were subsequently removed and replaced with competitors components. Patient was last known to be in stable condition following the event. Devices are not returning- hospital policy.

Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): 02-012-35-3509, 2982063 - logic tibia ps mod insrt sz 3.5, 9mm. 02-012-45-3535, 2579814 - logic tibial fit tray cem 3.5f/3.5t. 200-02-35, 2551741 - three peg patella 35mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of femoral loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.